Event description:
On (B)(6) 2014, the reporter stated that the consumer purchased bd nano needles in (B)(6)but has just returned them now. She didn't realize that she was not getting her insulin. Add'l info rec'd via telephone on (B)(6) 2014, the reporter stated that the consumer went to the emergency room the night before or the day of this reported event. The pharmacist sold the pen needles to the consumer back in (B)(6), it was unknown as to why the consumer did not use the pen needles until recently. The pen needle did not give her the dose needed for a few tries with different pen needles. She tried the pen needle on both lantis and humalog pens. The pen needle did not express the insulin. On (B)(6) 2014, the consumer went to the emergency room, she was not admitted to the hospital but was administered her insulin there in the emergency room.

Manufacturer narrative:
A sample has not been rec'd and a root cause has not been determined. If a sample arrives for investigation, a supplemental will be completed and potential root cause will be determined.